Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid, bupivacaine, and clonidine via an implantable pump for unknown indications for use. It was reported that the patient complained of significant ongoing pain on 2022-feb-21. The clinical diagnosis was loss of efficacy. The hcp noted given the very high dose of intrathecal opioids with limited response and had some concern about potential loss of efficacy. The hcp provider was going to schedule a catheter evaluation. It was indicated the event was possibly related to the device or therapy and possibly related hydromorphone and bupivacaine. No actions were taken and the event was ongoing. Additional information was received from the healthcare provider via a clinical study reported, on 2022-mar-07, that the patient was experiencing increased back pain. Additional information was received from the healthcare provider via a clinical study indicated that the patient had a catheter evaluation which resulted in no return of cerebrospinal fluid. The pump was reprogrammed and the patient experienced significant and worsening pain. It was noted that the pump elective replacement indicator was in july and a catheter revision would be performed at that time.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 22-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated the patient's catheter was replaced on (B)(6) 2022. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated that the patient was scheduled for a pump and catheter replacement with pocket revision on august 29th.